Manufacturer narrative:
B3. Event date was estimated based on the earliest procedure date noted in the literature article. E1. Initial reporter facility name: (B)(6). Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Cui, c. L., pride, l. B., loanzon, r. S., southerland, k. W., chun, t. T., williams, z. F., & kim, y. (2025). Postoperative bleeding complications are common among patients undergoing transcarotid artery revascularization. Annals of vascular surgery, 110, 144-152. Https://doi.org/10.1016/j.avsg.2024.07.109.

Event description:
It was reported via literature that some patients who underwent a transcarotid artery revascularization (tcar) procedure experienced a hematoma, sometimes requiring intervention. This study was a retrospective data review of 116 patients between january 1, 2017, through april 30, 2023, who underwent tcar. The data was analyzed as the postoperative 30-day outcomes, specifically assessing incidence of bleeding complications. It was identified that 6.9% of patients experienced neck hematoma. The cause of the hematoma was not reported. In some of these cases, reoperation for drainage was required. No further information was provided to boston scientific.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes. B3. Event date was estimated based on the earliest procedure date noted in the literature article. E1. Initial reporter facility name: (B)(6). Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Cui, c. L., pride, l. B., loanzon, r. S., southerland, k. W., chun, t. T., williams, z. F., & kim, y. (2025). Postoperative bleeding complications are common among patients undergoing transcarotid artery revascularization. Annals of vascular surgery, 110, 144-152. Https://doi.org/10.1016/j.avsg.2024.07.109.

Event description:
It was reported via literature that some patients who underwent a transcarotid artery revascularization (tcar) procedure experienced a hematoma, sometimes requiring intervention. This study was a retrospective data review of 116 patients between january 1, 2017, through april 30, 2023, who underwent tcar. The data was analyzed as the postoperative 30-day outcomes, specifically assessing incidence of bleeding complications. It was identified that 6.9% of patients experienced neck hematoma. The cause of the hematoma was not reported. In some of these cases, reoperation for drainage was required. No further information was provided to boston scientific.